Event description:
Reportedly, during an implantation attempt the lead was tested on the atrium. Several positions/ areas were tested but higher threshold value obtained . The physician decided to not implant the lead and to use a new one.

Manufacturer narrative:
The manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the mechanical, and dimensional measurements were within specifications. The fixation mechanism operated as specified. The screw length was measured, and it was within specification. The connector pin was found to be bent. This finding may have occurred during the implantation attempt. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported high atrial threshold may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the cavity. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. This case is retained and utilized for trending purposes. For more details, please find enclosed the report analysis.

Event description:
Reportedly, during an implantation attempt the lead was tested on the atrium. Several positions/ areas were tested but higher threshold value obtained . The physician decided to not implant the lead and to use a new one.